Manufacturer narrative:
The device was received for analysis and section was updated accordingly. The engineering report is not yet available; however, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.     This is one of two products involved with the reported event. The manufacturing reference number for this event is case-2016-00004307-1 (9616099-2016-00756). The manufacturing reference number for the other complaint is case-2016-00004307-2 (9616099-2016-00757).

Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is (B)(4) (9616099-2016-00756). The manufacturing reference number for the other complaint is (B)(4) (9616099-2016-00757).   Complaint conclusion: as reported, the non-cordis guidewire got stuck in the catheter upon completion of the case. Wire and catheter had to be withdrawn together out through the sheath. Upon inspection they found fibrous material (described as looking like dental floss) within the lumen. They flushed and sampled another catheter from the same lot number with same result. Another product from another lot was used to complete the procedure with no further complications. There was no patient injury. The devices will be returned for analysis. The intended procedure was an inferior vena cava (ivc) gram. There were no damages or anomalies noted to the catheters or packaging prior to use. The devices were handled and prepped according to the instructions for use (IFU). There was no difficulty experienced as the catheters were initially advanced over the guidewire. There were no damages noted to the guidewire during use and it was not reshaped in any way. No unusual force was applied during the procedure and it was not torqued against resistance. The catheter and guidewire were easily removed from the patient when it was removed as a unit. A new wire, new catheter was used after the first occurrence of the fibrous material was noted. However, the same telfa pad used to wipe the wire prior to loading the catheter. The reported stated that perhaps the material was from the telfa pad. There was no suspicion that any of the fibrous material noted was separated into the patient.     One non-sterile unit from product cath nylex 5f pig 90cm 8sh was received coiled inside of a plastic bag. Also, a 0.035¿guide wire was received. No anomalies were observed on the received units. The received catheter was flushed and no foreign mater came out from it. Also, the guide wire 0.035¿ was inserted through the whole catheter and no foreign mater came out from it either. Review of lot 17393609 revealed no anomalies during the manufacturing and inspection processes.     The reported ¿coating ¿ delaminated - in-patient¿ was not confirmed for the product returned under (B)(4) since no foreign mater was observed on the received catheter during the visual and functional analysis. The cause of reported condition could not be conclusively determined during the analysis. However, the reported ¿coating ¿ delaminated - in-patient¿ for the product returned under (B)(4) was not confirmed since foreign material ftir analysis results indicated that the material was human tissue. The cause of reported condition could not be conclusively determined. According to the IFU, ¿exercise care when removing guidewires from multiple-curve catheters. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ the product analyses and DHR review results do not suggest that the reported condition could be related to the manufacturing process. In addition per ftir analysis results suggest procedural factors might have contributed to this issue. Therefore, no actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is case-(B)(6). The manufacturing reference number for the other complaint is case-(B)(6). The device is expected to be returned for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the non-cordis guidewire got stuck in the catheter upon completion of the case. Wire and catheter had to be withdrawn together out through the sheath. Upon inspection they found fibrous material (described as looking like dental floss) within the lumen. They flushed and sampled another catheter from the same lot number with same result. Another product from another lot was used to complete the procedure with no further complications. There was no patient injury. The devices will be returned for analysis. The intended procedure was an inferior vena cava (ivc) gram. There were no damages or anomalies noted to the catheters or packaging prior to use. The devices were handled and prepped according to the instructions for use (IFU). There was no difficulty experienced as the catheters were initially advanced over the guidewire. There were no damages noted to the guidewire during use and it was not reshaped in any way. No unusual force was applied during the procedure and it was not torqued against resistance. The catheter and guidewire were easily removed from the patient when it was removed as a unit. A new wire, new catheter was used after the first occurrence of the fibrous material was noted. However, the same telfa pad used to wipe the wire prior to loading the catheter. The reported stated that perhaps the material was from the telfa pad. There was no suspicion that any of the fibrous material noted was separated into the patient.